Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had an "electrical fault" alarm. The site inspected the controller for contamination, but did not see anything. Upon reconnection, another "electrical fault" alarm was triggered. Site performed a controller exchange and additional alarms were logged after exchange. An appointment was scheduled for a manufacturer representative to assess the device, however, the site decided to cancel and no assessment was completed. The driveline cable was not returned to the manufacturer for analysis as it remains implanted. Review of the manufacturing documentation for the device ((B)(4)) revealed that the unit met all the internal requirements prior to their qa release process. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met required specifications. Visual inspection found no damage or contamination of any connector. Review of the controller log files confirmed the reported electrical fault alarms. The root cause of the reported event cannot be conclusively determined; however, it may be attributed to contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remediation: heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02833 and 3007042319-2015-02834) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the controller on the ventricular assist device (vad) started to alarm with 'electrical fault' alarms. Preliminary analysis of the controller log files showed three (3) 'electrical fault' alarms. The facility decided to check the driveline for contamination. The driveline was disconnected but there was no visible contamination found. The alarm happened again after reconnecting the driveline so the performed a controller exchange. This controller was taken out of service and the patient was issued a replacement controller. A manufacturing representative was sent out to the site to assess the 'electrical fault' alarms situation and potentially perform a driveline connector cleaning procedure, however, the procedure was canceled. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.